Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2023. On (b(6)2024 the firm received notification that the patient was scheduled for surgical revision. Further investigation discovered that the patient had presented to the physician with loss of therapy from the nalu system. Physician determined that both implanted leads had migrated away from the target area. On (B)(6) 2024 a surgical revision was performed. One of the migrated leads was removed and replaced. The second migrated lead was removed, however a replacement lead was unable to be placed due to scarring in the epidural space. The single lead was able to capture all desired areas of pain.

Manufacturer narrative:
It is unknown when the patient lost therapy from the system as the firm was not involved in the initial troubleshooting done by the physician. The patient reports no external trauma or other obvious cause of lead migration. Migration of components is a known inherent risk of implantable neuromodulation systems and there does not appear to be any failure or malfunction of the nalu system or its components.